Event description:
It was reported that on (B)(6) 2005, the patient presented with incapacitating back and leg pain, and post-discectomy instability and collapse l4-s1. The patient underwent tlif l4-s1 using boomerang interbody cages, local autograft, legacy instrumentation, and rhbm p-2/acs. There were no noted complications. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005 patient underwent the following procedures: posterior spinal fusion l4-s1. Segmental instrumentation l4-s1. Transforaminal lumbar interbody fusion l4-5. Cage insertion l4-5. Transforaminal lumbar interbody fusion l5-s1. Cage insertion l5-s1. Local autograft. Pre-operative/ post-operative diagnoses: post discectomy instability l4-s1 as per op-notes: "the appropriate sized implants were placed onto the inserter filled with one-third of an rhbmp-2/acs sponge which was prepared with bmp according to manufacturer's instructions. The cage was impacted into the l4-5 disc space and pushed to the contralateral side using the insertion tool. This was repeated with another cage at l5-s1 thus transversely in the lumbar interbody fusion using interbody cages was performed at both l4-5 and l5-s1. This completed the t-lift and interbody fusion. We then turned attention back to the instrumentation. A rod was measured, cut and bent to the appropriate amount of lordosis placed in the polyaxial head of the screws and secured using cap screws. Compression was applied across the construct in order to lock the cages in good position. The heads of the cap screws were then sheared off. A posterior spinal fusion was carried out by decorticating the outer aspect of the pars and the facets were removed on the right side which was the side where the t-lift was not performed and a facet fusion was carried out. A skinny nose rongeur was used to bite out the cartilage from the facets at the l4-5 and l5-s1 levels down to bleeding cancellous bone and a high speed drill was used to drill out any remaining cartilage until the recipient bed for the bone graft was made. Rhbmp-2/acs and local bone obtained from the laminectomy is placed into the facets on this side in order to perform a facet fusion and the remaining rhbmp-2/acs local bone was placed in the decorticated lateral gutters to complete the posterior spinal fusion." No complications were reported.